Event description:
The treatment area around the patient's eye was observed to be red and bumpy soon after the second treatment of zydem I collagen. The patient's general practitioner diagnosed an infection and prescribed penicillin.